Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the mcl20 clips would not deliver (blocked in open position). Another instrument was used to complete the case. There was no consequence to the pt.